Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a total ankle replacement in early 2016. Patient did well, but developed pain on lateral side of leg by implant. The surgeon wants to revise the talus with smaller implant or move over medially.